Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-60616.

Event description:
The customer reported via phone call that a couple weeks ago, there were air bubbles in her tubing. Customer had gone into diabetic ketoacidosis because the insulin was not going into her body from the pump and the tubing was not long enough. Customer stated that when she is sleeping at night, the tubing gets caught and sometimes she pulls the tubing out. Customer is running low on supplies due to the infusion sets coming out or the insulin not getting to the site properly. Customer reported that 2 days, she had a problem with a no delivery due to the tubing being bent. Customer straightened out the set and then the pump worked fine. Customer's blood glucose was 512 mg/dl at the time of the incident.